Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgement and has exhibited loss of capture (loc) and a high pacing threshold. A new lead with the same model was successfully implanted. No additional adverse patient effects were reported.